Event description:
The customer was hospitalized for diabetes ketoacidosis and viral infection. Troubleshooting was performed and settings in the insulin pump were correct. The high-pressure test was performed and the device passed the test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.